Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was not confirmed. And the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the loose component could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, high definition, had a loose blue ring of the eyepiece. The issue was found during a gynecologic electrosurgery procedure. The procedure was completed with a similar device. There were no reports of delay or patient harm.